Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred on the homechoice machine during dwell four of five of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting it was noted that the supply bag fell from an unstable surface and disconnected from the supply line. The patient was advised to start therapy over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is a report of a use error resulting in a system error 2240 alarm, where the home patient stated that the supply bag fell and disconnected from the supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿warnings and cautions¿ instructs the user to ¿place the solution bags on a flat, stable surface to prevent bags from falling. Fallings bags can result in a disconnect or leak. Possible contamination of the fluid or fluid pathways can result if a fluid leak occurs.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.